Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for evaluation. Visual inspection found the device in poor condition, with the top case cracked down from the handle and contamination in the plunger head. A review of the event history log found a check clutch/plunger lever error. Functional testing involved a flow test and confirmed the customer reported issue. It was observed that there was a timing plate spring missing in the plunger head, which caused the clutch lever to stick and not retract. The installation of the timing plate spring and replacement of the contaminated part in the plunger head resolved the reported issue. Based on the evidence, the root cause is attributed to the use of the device in a manner inconsistent with the indication for use, related to the customer's incorrect assembly of the device. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).

Event description:
It was reported that a medfusion® 3500 syringe pump had a check clutch plunger lever error when running. No patient injury was reported.